Event description:
Per the audiologist's report, the electrode array of the pt's device was not in the cochlea. The pt's device was explanted in 2007, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.this type of event is addressed in the device labeling.